Event description:
The customer reported that during a resection, the device jaws became locked and could not be opened. The device was removed using a scalpel. The surgeon used another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.